Event description:
This report is against maude report (B)(4). A copy is attached. The only information contained in this report is correction or additional information. Maude report (B)(4) was submitted to the complaint handling unit on (B)(4) 2015. It was reported that the patient had left tibia varus nonunion and left fibular malunion and nonunion. During procedure, an intramedullary nail and 2 screws in the lateral proximal tibial metaphysis were removed. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.